Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported she wanted to get a magnetic resonance imaging (MRI) or her middle and lower spine. The patient did not know if the leads had moved. The patient was really sore at the battery site. The battery site felt bruised and it hurt if the patient sat on it or touched it wrong. The patient wanted to see what was causing the pain. The patient had been reprogrammed several times. The patient said "they" were wanting to do contrast with MRI. The patient was helped to go in to MRI mode and it said the patient was potentially eligible for head only. The patient needed a middle and lower spine MRI and the patient was told to talk to her doctor. It was requested to have the doctor to call in to technical services. It was unknown what circumstances may have led to or caused the patient's pain at the battery site. Additional information received from the healthcare professional reported that the patient needed an MRI of the thoracic spine, and the implantable neurostimulator (ins) was removed. The healthcare professional reported that the patient indicated the device/therapy was not working for the patient ¿or was intermittent or something like that;¿ the healthcare professional was not too sure. The healthcare professional did not know whether the leads were removed as well. They were going to do an x-ray to confirm whether the lead was present as the patient did not know if everything was removed. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.